Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed 13 april 2021 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released lot expiry date: 31 december 2017. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 04 nov 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 dec 17. This is a duplicate report of 1818910-2019-109357. A follow-up report was submitted on MFR number 1818910-2019-109357 to retract it as a duplicate. All reports related to this event will be reported on this manufacturer report number (1818910-2020-01897) going forward.

Event description:
The patient was revised to address pain, stiffness, and loosening of the tibial tray at the cement to implant interface. Depuy cement was used. Doctor thought it was best to go up a size in the poly, based on trailing after he re-implanted. Medical records received 17 june 2019 and were reviewed 17 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to bilateral knee osteoarthritis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to pain and discomfort. The surgeon indicated the tibial component was loose at the implant to cement interface. He noted the femoral component appeared to be solid and was not revised, and the patella was stable and not revised. The patient was implanted with attune system and smartset cement x 2 and there were no complications to the procedure. Doi: (B)(6) 2016 .dor: (B)(6) 2017 (lt knee).